Event description:
It was reported the patient lost effective coverage due to the l1 drg lead had migrated and confirmed via x-ray the patient underwent surgical intervention where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.